Event description:
Device report 2 of 2: reference MFR report: 1627487-2012-09558. The pt was implanted with two scs systems. One of the two systems was electively explanted. It was reported the pt has been experiencing difficulties initiating communication between the implanted ipg and the external devices. The pt also reported having stimulation in (B)(6) 2011 and she has not charged the ipg since. Replacement external devices were used to no avail. It is unknown which ipg is currently in use. Surgical intervention is pending to address the issue.

Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.